Event description:
It was reported that a patient had 3 months of battery life left and it had been implanted for 3 years. It was stated that stimulation was "kept on a low setting". It was stated that the health care provider (hcp) told the patient that "only 3 of the wires were at number 4.0 which meant they didn't work anymore". It was unclear what the reporter was referring to. It was stated that the hcp "only programmed 2 settings". It was noted that the patient has not fallen. The patient was unsure if a new device was going to be implanted or not. Further information has been requested, however, none was available at the time of this report. If more information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3093-33 lot# v326233, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).